Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: abnormal appearance of bonded curved rubber part. Stress boot fracture. Angle down. Switch cut damage. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. When the content of gf-uct180's instructions for use was checked, the re-process methods are described below. Chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
The auxiliary channel was cultured and detected >100 colony forming units (cfus) of klebsielle oxytoxa and klebsiella pneumoniae. The suction channel had >100 cfu/endoscope klebsiella oxytoxa and enterobacter sakazakii.

Manufacturer narrative:
The hygiene microbiological investigation report indicated the channels of the scope were cultured and testing detected 8 colony forming units (cfus) /endoscope of bacillacae. The distal end was sampled and tested positive for 1 cfu/endoscope of micrococcaceae. The device evaluation has not yet been completed.